Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of fluorouracil to a homecare pt. After unspecified length of time in use, it was reported that the "tubing broke at the top of the filter" and an unspecified amount of solution leaked onto the pt's arm. The pt returned to the user facility. The tubing set and solution bag were replaced and the therapy was resumed. The customer contact reported "white powder" was washed off the pt's arm at the user facility. There were no reported adverse pt effects. No medial interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.